Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and perioperative bleeding after nephrectomy. At some time post filter deployment, it was alleged that filter perforated to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. During consultation it was reported that the patient had a postoperative pulmonary embolism, filter was placed however apparently a clot passed through the filter. Approximately eleven years and five months later, a computed tomography (CT) abdomen without contrast was performed and it revealed that the distal end of the filter was approximately 5mm from the inferior vena cava wall. Filter perforation without hematoma or fluid collection. Inferior vena cava with filter was sandwiched between the right renal cyst and infrarenal abdominal aortic aneurysm. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and perioperative bleeding after nephrectomy. At some time post filter deployment, it was alleged that filter perforated to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.